Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) year old male patient receiving intrathecal gablofen (dose, concentration, and lot number asked; unknown) via an implantable infusion pump. The indication for use of the device was for intractable spasticity. The concomitant medications and patient history were not reported. It was reported that an empty pump alarm occurred on (B)(6) 2016, as the patient had missed a refill on (B)(6) 2016. The plan was to fill the pump today ((B)(6) 2016). The patient did not have symptoms of withdrawal, but was also taking oral baclofen. Troubleshooting resolved the reported event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.